Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one femoral component that had progressive subsidence of 26 mm was recently revised to a cemented calcar replacement component.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. The part and lot number are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed and compatibility cannot be verified since the part and lot number is unknown. Patient activity level and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.